Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon examination, it was noted that the right ventricular lead was found to be dislodged. The physician explanted and replaced the right ventricular lead. The patient was in stable condition throughout the procedure.